Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70; serial/lot: (B)(4); description: linear 3-6 lead 70 cm.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead revision procedure to reposition the leads due to migration of the leads. The patient has recovered since the revision procedure.